Event description:
The procedure being performed was a c2-c4 posterior spinal fusion. The pt was in the prone position. The person reporting the event gave the following info: "surgery and positioning went uneventfully; during turning at conclusion of case pin noted to have slipped onto left eye, swelling of left orbit and soft tissue." The reported size of the laceration was one inch.